Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged the ipg in years. Furthermore, patient required a back surgery. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted.